Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a sleeve gastrectomy, the adapter would not read the reload. The reload indicator light did not illuminate. Only the rotation function was available. One of the two adapters being reported also presented uncontrolled articulation inside the patient cavity. There was an hour delay. No adverse event occurred because of the delay. There was no harm to the patient. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Devices were sterilized according to the IFU. No further information is available.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia adapter xl opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that, during a sleeve gastrectomy procedure, there was uncontrolled articulation and the reload was not recognized. Visual evaluation of the adapter noted no abnormalities and functional evaluation showed the adapter to function properly. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. The reported condition was not confirmed. A review of the current historical complaint data reveals no trend for a device related failure for this condition and no enhancements or improvements were generated for the reported condition. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications for the reported conditions of uncontrolled articulation and reload not recognized. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.